Manufacturer narrative:
The reaction monitor data showed abnormalities. The customer did not provide any additional information for the investigation. Based on a review of worldwide data of qc recovery, a general reagent issue was excluded. Based on the limited information provided, the cause of the event could not be determined. The investigation did not identify a product problem.

Manufacturer narrative:
The customer observed that the sample probe was dirty and has to be cleaned every day since the last service visit. Qc data showed some imprecision. One "abnormal aspiration" alarm was observed in the alarm trace data. The investigation is ongoing. H3 other text : na.

Event description:
The initial reporter stated they received discrepant results for one urine patient sample tested with tpuc3 (total protein urine/csf gen.3) on a cobas c 503 analytical unit serial number (B)(6). On (B)(6) 2023, the sample initially resulted in a tpuc3 value of 1.40 g/l. This result was reported outside of the laboratory and questioned by the physician. On (B)(6) 2023, the sample was repeated resulting in a tpuc3 value of 0.0835 g/l. This result is consistent with the very low concentration results obtained with the urine strip test.